Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. UDI: unavailable. Depuy synthes has been informed that the catalog number and lot number is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address a loose cup and pain.

Manufacturer narrative:
Report source: consumer. Date rcvd by MFR: 1/11/2016. Update rec'd 1/11/2016-litigation papers received. A doi was provided. Litigation also alleges inability to walk. There is no new information that would change the existing investigation. This complaint was updated on: 1/19/2016. Implant date: (B)(6) 2009 depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update rec'd 1/11/2016-litigation papers received. A doi was provided. Litigation also alleges inability to walk. There is no new information that would change the existing investigation. This complaint was updated on: 1/19/2016.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.